Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and indicated a high alarm: ¿cassette not attached properly.¿ a review of the 12-month service history found no records within this period. The device underwent visual and functional inspection. The inspection revealed a missing battery door. Functional testing showed that the upstream occlusion sensor (uso) test failed, as it could not be performed due to the ¿cassette not attached properly¿ alarm the complaint allegation was confirmed, and the root cause was identified as a defective dso sensor. The dso sensor and dso seal were replaced to address the issue. Further investigation identified that the missing battery door caused the pump to be unable to retain the correct date and time. The battery door was replaced, and the unit was placed on charge for 10 days to restore date/time functionality. The device software was updated to version 4.4 in accordance with qsr0033549. Dso and uso sensor calibration was performed. Product verification testing (pvt) was completed, and the unit passed all testing criteria. The software update was confirmed, and the unit was reset to standard configuration.

Event description:
It was reported that the device exhibited an issue where the dso was unresponsive. The event occurred during the testing phase. Upon investigation, the event history log indicated a high alarm: ¿cassette not attached properly,¿ with the probable cause identified as a defective dso sensor. This malfunction renders the event reportable. No patient involvement or adverse events were reported.